Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. A product development investigation was performed for the subject device. It was reported that two synframe guide rods were unable to be tightened during an l5s1 anterior lumbar interbody fusion procedure. Upon further inspection it was noted that both clamps were cracked; it is unknown if the cracks occurred intraoperatively or during a prior procedure. The procedure was able to be successfully completed, without surgical delay or patient harm, with the use of an alternate instrument. The returned device (387.358 lot 2580371) was examined upon receipt and the guide couplings were found to be broken just distal to the hexagonal m5 screw used to secure a retractor blade in position. The synframe system allows for a less invasive spine surgery by eliminating hand-held retractors and allowing direct visualization per the synframe assembly guide. A minimum of four retractors are utilized, each inserted into a guide rod (387.358) and locked into place by rotating the blade 90 degrees. The guide rods can then be attached to the holding ring (387.336) through ring clamps (387.347). Each guide rod has a swivel clamp which can be adjusted on its axis to enlarge the visible operating area. The returned guide rod was received under the complaint condition: ¿will not function: cracked¿. The complaint device was inspected and the guide couplings were found to be broken just distal to the hexagonal m5 screw used to secure a retractor blade in position. If the rigidity is not satisfactory, it is likely that the user will continue to increase the torque applied to the screw. The torque can become excessive and result in failures to the guiding coupling and/or the m5 thread. A finite element analysis and torque calculation completed in (B)(4) found that the clamping design is susceptible to fracture at approximately 3.2nm. Relevant drawings for the returned instrument were reviewed: top-level, screw and guide coupling. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot numbers and in each instance no mrrs, ncrs or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. No definitive root cause was able to be determined. A finite element analysis and torque calculation completed in non-related (B)(4) found that the clamping design is susceptible to fracture at approximately 3.2nm. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was initially reported that during an l5s1 anterior lumbar interbody fusion on (B)(6) 2016, the socket wrench was unable to tighten the swiveling clamp of a synframe guide rod onto a synframe retractor. Upon inspection it was noted that there was a crack on the swiveling clamp portion of the synframe guide rod. It was unknown if this crack occurred while attempting to tighten with the socket wrench. This problem occurred with two synframe guide rods. Another part was immediately available for use. There was no surgical delay reported. The procedure was completed successfully with no patient harm. The subject devices were returned to the manufacturer and investigated. The investigation concluded on march 14, 2016 that the guide couplings were found broken just distal to the hexagonal screw used to secure the retractor blade in position. A device which breaks intraoperatively may result in the generation of fragments which could lead to patient harm. Based on this rationale, this event was re-evaluated and determined to be reportable as a product malfunction. (B)(4).